Manufacturer narrative:
This product is not marketed in the us. Claim#(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -8.5/1.0/180 (cylinder/sphere/axis) was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6)2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.